Event description:
Medline nebulizer hcs70004 made a very loud rattling noise for the first 2 minutes of use. It was replaced by lincare quickly. The replacement unit started to do the same rattling noise during the third use. Lincare has promised to replace it again. I'm afraid these units will only get worse and eventually fail, preventing me from administering my asthma medication, albuterol. Reference report: mw5167181. Refer to additional documents in i2k.